Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was additionally reported that the device reached elective replacement indicator (eri). The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery measurement was 2.7094 volts. On (B)(6) 2015. Rrt had not been triggered. Concomitant products: 4965-50 lead; 501da26 mechanical valve, implanted 2005 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited unexplained rapid battery depletion. The device remains in use. No patient complications have been reported as a result of this event.